Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that after the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was discharged, the surgical site became red and swollen. The patient has been hospitalized on suspicion of infection and is being treated with antibiotics. There were no additional adverse patient effects reported. The s-ICD remains in service. Additional information indicates that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to infection. There were no additional adverse patient effects reported.

Event description:
It was reported that after the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was discharged, the surgical site became red and swollen. The patient has been hospitalized on suspicion of infection and is being treated with antibiotics. There were no additional adverse patient effects reported. The s-ICD remains in service.